Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), abdominal pain ("pain: abdominal pain") and abdominal pain upper ("pain: severe stomach"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, abdominal pain and abdominal pain upper was resolving and the vaginal infection, female sexual dysfunction and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she had need for additional surgery. Most recent follow-up information incorporated above includes: on 20-nov-2018: reporter information was updated. This case concerns adult patient. Her demographic was added. Essure removal date was updated. Per plaintiff fact sheet events: abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), infection (bladder/ urinary tract/vaginal) type: vaginal, apareunia (inability to have sexual intercourse), migraines / headaches, pain: abdominal pain, pain: severe stomach and she did not undergo essure confirmation test. She was recovering form following events: pain: abdominal pain/severe stomach, bleeding: vaginal/menorrhagia and migraines. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), abdominal pain ("pain: abdominal pain"), abdominal pain upper ("pain: severe stomach") and menstrual disorder ("tampon and pad in 30min with clots the size of eggs"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, abdominal pain and abdominal pain upper was resolving and the vaginal infection, female sexual dysfunction, headache and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she had need for additional surgery. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event tampon and pad in 30min with clots the size of eggs added. Reporter was added. On 24-feb-2020: pfs received removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), abdominal pain ("pain: abdominal pain"), abdominal pain upper ("pain: severe stomach") and menstrual disorder ("tampon and pad in 30min with clots the size of eggs"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, abdominal pain and abdominal pain upper was resolving and the vaginal infection, female sexual dysfunction, headache and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she had need for additional surgery . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), abdominal pain ("pain: abdominal pain"), abdominal pain upper ("pain: severe stomach") and menstrual disorder ("tampon and pad in 30min with clots the size of eggs"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, abdominal pain and abdominal pain upper was resolving and the vaginal infection, female sexual dysfunction, headache and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she had need for additional surgery. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event tampon and pad in 30min with clots the size of eggs added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in 2008. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she had need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.